Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was unresponsive to touch and the customer could not unlock the screen. There was no reported impact to the customer's blood glucose level. The customer declined troubleshooting and follow up from tandem technical support.